Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on december 28, 2016 that a wallflex esophageal partially covered stent was implanted in the esophagus during a stent placement procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tight. There were no issues reported during initial stent placement. According to the complainant, on (B)(6) 2016, a stent removal procedure was performed. It is unknown why the stent was being removed. During the removal procedure, the stent retrieval suture broke. The physician was able to remove the entire stent using grasping forceps. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable.